Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser was not working and the illumination was poor.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event of both poor laser and illumination. The laser footswitch, interface breakout printed circuit board (pcb), and the lamp to resolve the issues reported. Unrelated to the reported event the software was upgraded. The system was then tested and met all product specifications. The system was manufactured on september 11, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of laser issue can be attributed to non-conforming interface breakout pcb and footswitch. The root cause of the reported event of illumination can be attributed to non-conforming xenon lamp. An internal investigation has been opened to address the pcb issue. The manufacturer internal reference number is: (B)(4).